Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had faulty buttons was confirmed. It was found that the resistance values of the keypad were out of range. Also it was found that the locking ring does not close properly and the blade doesn't lock into the shaver. The defective motor was replaced, the drill mounting mechanism was repaired and the device was tested and found to be fully functional. The damage to the locking ring may have been a result of mishandling of the device by the customer. However, given the information provided, we cannot determine a definitive root cause for the same, along with that of the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/08/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during an unknown procedure, a fms tornado micro handpiece with buttons was faulty, button was spoilt. No surgical delay or patient consequence reported.